Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 455 mg/dl. To address the bg level, the customer delivered a correction bolus. Prior to calling tandem technical support, the customer changed the tubing and infusion site. Additionally, system check was performed with tandem technical support and showed that the pump was performing as intended. Prior to the end of the reported event, the customer reported bg level decreased to 375 mg/dl. Although requested by tandem technical support, the customer declined further follow-up to ensure bg level decreased to target range.